Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred. Reportedly, the customer's blood glucose (bg) level was 69 mg/dl and it was addressed by drinking soda. The customer's bg level returned to target and the customer sated that the bg level was possibly due to not eating all day. It was noted that the customer was able to load a new cartridge successfully.